Event description:
According to the literature, 194 pediatric patients less than four months old underwent video-assisted thoracoscopic lobe resection for congenital lung lesions between 1997 and 2022. Ligasure (ls1000) or a competitor device was used for vessel ligation. Other competitor devices were used on the bronchus and to divide lung parenchyma. Complications included intraoperative bleeding in one patient that required conversion to an open procedure. Other complications that were not related to the device included air leak.

Manufacturer narrative:
D10 concomitant product: ls1000, ls1000 lap vessel sealing instrumentx6 (lot#unknown) title: evaluation of thoracoscopic lobectomy in infants for congenital lung lesions: earlier is better! Source: steven rothenberg, kristin shipman, sarah lai, saundra kay / journal of pediatric surgery 59 (2024) 368e371 / accepted 24 october 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.